Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly (pcba) and battery. Visual inspection: no anomalies observed. Main pcba: installed the provided main pcba on a known good unit. Charged 2 separate batteries overnight. No issues observed. Unable to confirm complaint. No defect found. 26902 battery: batt led analysis: no led indications. Open circuit voltage = 0.001vdc. Inserted battery into operating encore programmer: programmer charge led flashes. Removed ac power from programmer: programmer shuts down. Reinserted battery and attempted charge for 15 minutes. Removed ac power from programmer: programmer shut down again. Open circuit voltage = 0.001vdc. Performed battery analysis using csharp app. Performed analysis using ev2300 evaluation kit. Attempted to charge the battery directly using 14v external dc supply for over 6 hours. Battery still unable to charge. Confirmed battery is unable to be charged. Battery pack failure. Conclusion: unable to confirm main pcba will not charge batteries. Confirmed customer complaint that battery pack will not charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: errors were confirmed in the device log. Buzzing sound and lock-up were unconfirmed. The programmer was found to be unable to charge its backup battery, which was attributed to a faulty printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a windows screen that gave an option to end the program on the programmer. The programmer remains in use. There was no patient involvement. On (B)(6) 2019: it was further reported that the programmer makes a buzzing sound and intermittently locks up, and must be re-started. The programmer was returned for service.